Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had his original artificial urinary sphincter (aus) procedure on (B)(6) 2021. The patient came into the office for a routine follow up, and the physician observed a tubing erosion on the right hemi-scrotum. The patient was brought into the operation room on (B)(6) 2021 for a removal an replacement of the pump. The patient is fully recovered.